Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with an episode of collapse. Interrogation of the device showed three ventricular fibrillation episodes. The first episode self-reverted, the second episodes the patient received one anti tachycardia therapy (atp) and the rhythm accelerated to the ventricular fibrillation zone where a shock was delivered which reverted the arrhythmia. The third episodes two atp therapies delivered which did not revert the arrhythmia and some undersensing was seen, but the device started to pace resulting in the episode to end. Another episode was then triggered which was treated with three atp bursts. The third episode started in the vt zone and the patient received two burst of anti-tachycardia therapy which accelerated the arrhythmia, but shock therapy was delivered which reverted the arrhythmia. Approximately seven seconds later the patient went into a slower ventricular tachycardia which fell into the vt1 zone where shocks were not programmed, but the patient reverted so a sinus rhythm in less than one minute. No change were made. At the most recent follow up it was noted that the patient suffered a ventricular fibrillator episode where anti tachycardia therapy and shocks were delivered which reverted the arrhythmia and sensing appeared normal. Possible causes for ventricular fibrillator was analyzed and it appeared that every episodes was triggered by an ectopic beat with biventricular trigger on. The biventricular trigger was turned off. The patient had a ventricular rhythm of 65 beats per minute which was faster than the sinus rhythm of 60 beats per minute. The devices lower rate limit was increased and the atrioventricular delay was also reprogrammed. Technical advice was requested. The patient was being treated for a chest infection which could have contributed to the reported case.

Event description:
No further changes were made, and it was noted that the chest infection was unrelated to the device. The system remains implanted.